Event description:
It was reported that on removal the balloon stuck in a 7f introducer. This event occurred during a right subclavian venous angioplast. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturings process and the quality control testing. This lot met all release criteria. Received for evaluation was one conquest catheter with the distal tip protruding thru a 7f introducer, along with a .035 inch guidewire. The balloon refolding tool was still intact. The balloon appeared stuck in the 7f introducer. The distal tip of the balloon was protruding out the distal end of the introducer. After immersing in a warm water bath, the balloon was easily removed from the introducer. The balloon was folded in a tight profile. The balloon was refolded with the refolding tool and could easily be re-inserted into the introducer with no problems. The balloon was inflated 24atm (rbp) and held for approx. 30 seconds. A vacuum was drawn and the balloon was removed from the introducer with a slight amount of force. The balloon did not deflate to winged profile. The balloon deflated to a slight banana shape. No kinks were observed and the marker bands were in place. The investigation did not confirm the difficulty to remove since the problem could not be reproduced. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.